Manufacturer narrative:
Conclusion: based on measurements performed on the device whilst it was implanted and during explant investigation, it must be assumed that the explantation was not due to a technical problem. The recipient_s perception was unsatisfactory; however, no technical problem could be detected. Damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The recipient was not responding to sounds with the device. No trauma or accident was reported. No redness or swelling were noted over the implant site. No other medical problems were reported. Re-implantation took place on (B)(6) 2019.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user stopped responding to sounds with the device. No trauma or accident is reported. No redness or swelling are noted over the implant site. No other medical problems are reported. Reimplantation is being considered.